Event description:
It was reported that this implantable pacemaker was found in safety mode. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this implantable pacemaker was found in safety mode. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Initial investigation of the device noted it had no telemetry and no pacing output. The device case was then removed, and the battery voltage was measured to be at 1.615 volts, which was too low to support device functions. An external power source was connected to the battery hybrid, where its current drain was observed to be normal. The battery was then sent to the battery laboratory for further analysis, where it was determined the battery had a depleted cell with no battery-related issue determined. Analysis concludes the allegations made against the device were confirmed through testing, however, detailed analysis of the battery was unable to find a cause, and the device hybrid current was as expected.

Event description:
It was reported that this implantable pacemaker was found in safety mode. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.